Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and failure analysis could not reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument, clamping or unclamping. The instrument was fully functional. Further evaluation found the clip applier instrument had dried residue around the clamping pulley cable groove. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o- lok clip applier instrument was not holding clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o- lok clip applier instrument was inspected prior to use with nothing out of the ordinary noted. The customer loaded the clips onto the clip applier instrument. When the surgeon was attempting to clamp, the customer noticed that the clip was not holding correctly. The customer pulled the instrument out and continued with a backup instrument. No fragment fell into the patient. The procedure was completed without any complications to the patient.